Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 2 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with an insulin pump (subcutaneous insulin infusion), a difference between sensor glucose and blood glucose values and alleged that the infusion set tubing was detached. The customer reported a blood glucose value of 412 mg/dl at the time of the call. The customer also reported a blood glucose value of 140 mg/dl and a sensor glucose value of below 50 mg/dl. The event involved product(s) mmt-332a, mmt-7040a, mmt-1884, mmt-866a. Troubleshooting was performed and the customer was reporting a discrepancy between sensor glucose and blood glucose which was not within the range. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported event and whether the customer used the smartguard/auto mode of the insulin pump. Troubleshooting was declined for hyperglycemia. No further patient complications were reported. No product return is required for mmt-332a. No product return is required for mmt-7040a. No product return is required for mmt-1884. No product return is required for mmt-866a.